Manufacturer narrative:
The insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage was found inside the device. It also had a scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. See MDR 3004209178-2013-99986.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. He was able to clear the alarm but then the act button became unresponsive. Blood glucose value was 210 mg/dl. During troubleshooting, the customer stated that 2 weeks prior to the alarm, insulin leaked inside the insulin pump. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.